Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a "replace controller" alarm. The system controller was changed to the backup system controller and there were no issues with the patient. Log files were submitted for the incorrect patient. The correct log files were submitted for review and confirmed the reported system controller internal fault.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace controller alarm was confirmed via the provided log file. The log file captured two controller internal fault alarms on (B)(6) 2024 which both resolved shortly after activation. The alarms did not prevent the system from operating at intended speeds while connected to the driveline. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. Atypical alarms were not reproduced, and the controller operated a mock loop as intended. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including controller fault alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.